Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024- 10958- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell off within one day of use. No further information was available.